Event description:
The complainant in japan reported that a literature observational study on long term impella use reported the patient had impella support due to having st elevated myocardial infarction. The patient had support for 14 days and when the pump was explanted, the catheter had blood clots attached to both the inlet and outlet cage parts, and a blood clot was also found inside the cannula. The patient expired after the pump was removed. There is no relationship between the impella and the cause of death.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury. ¿

Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus could not be determined. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ in accordance with updated procedures, section h10 has been revised from the initial submission.